Manufacturer narrative:
The matchport is mounted in the gantry module. For version 11.1, the matchport device must be configured in a special way. This special configuration of the matchport device is described in the installation manual but not in the corrective maintenance manual. After the exchange of the gantry module, the matchport device may thus not be configured properly resulting in risk to the service technician or malfunction of the gantry. If the service technician does a kv generator calibration after the exchange, the technician will find out that the configuration is missing because they would not be able to perform the calibration.

Event description:
When replacing a faulty gantry module on a new installation, it was discovered that settings controlling the kv generator using lantronix/matchport were lost as they are stored locally in the gantry module.